Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe leaked from the spinal needle attachment during use. The following information was provided by the initial reporter: "the quality of emerald 2 ml syringe has declined. When injecting fluid with a spinal needle to the patient, the syringe leaks from syringe-needle attachment point."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2010206 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect were observed. Root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd emerald¿ syringe leaked from the spinal needle attachment during use. The following information was provided by the initial reporter: "the quality of emerald 2 ml syringe has declined. When injecting fluid with a spinal needle to the patient, the syringe leaks from syringe-needle attachment point."